Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to an interventional procedure. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, there was weak blood backflow from the marker lumen with the first proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
Subsequent to the initially filed report, the following information was received: the interventional procedure was a thoracic endovascular aortic repair. No additional information was provided.